Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date was unable to be determined. Based on the results of the investigation, the definitive root cause of the bulb issue could not be determined. It is possible that the event was caused by a transformer issue. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative (rep) called in to report that the customer¿s olympus evis exera iii xenon light source was continuously blowing out replacement bulbs. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The rep called olympus technical assistance center (tac) personnel to report the event. During the call, tac recommended several trouble-shooting options. Ultimately, it was discovered that the mobile cart socket was defective. After plugging the unit into a different socket on the cart, there have been no further issues. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.